Event description:
Patient was brought to cath lab dependent on pacing, for placement of a semipermanent pacer for complete heart block. Right ventricular (rv) pacing lead (medtronic novus) was placed in the rv apex. Pacing threshold through analyzer was less than 1v at 0.4 ms. Lead was attached to the medtronic cable to the pacing box, but no capture, no spikes. Second pacing box was tried, no capture, no spikes. Medtronic cable was replaced with a second medtronic cable, again with no capture and no spikes. A third medtronic cable was then opened and attached, which worked. Nothing different was done when attaching the third cable than when attaching the previous two. After these events a similar sequence of events with another patient was described anecdotally, however at this time we do not have specifics on the second case.